Manufacturer narrative:
Additional information was received that the cyst had cleared up and it was believed not to be device related. The patient was reportedly doing well and no further course of action will be taken.

Event description:
A report was received that the patient developed a cyst over the implant site. It was also noted that the cyst had expanded in size, was sensitive to the touch, red, and had pus. The patient will go to the emergency room.

Event description:
A report was received that the patient developed a cyst over the implant site. It was also noted that the cyst had expanded in size, was sensitive to the touch, red, and had pus. The patient will go to the emergency room.